Event description:
The customer reported that the ortho provue analyzer resulted a pt's sample as negative during panel testing. The customer visually inspected the gel cards and observed weak reactions in the microtubes. Anti-k was identified. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived at the site and performed adjustments to the brightness settings of the reader camera to return the instrument to expected operation. A review of the log files by ocd indicated that the reaction strength in the microtubes were not strong enough for the analyzer to interpret at 1+. The results interpreted by the provue were acceptable. However, the reader camera brightness was slightly darker. This customer has not logged any similar complaints against this analyzer since this incident.